Event description:
It was reported that during a battery replacement procedure, a tablet could not connect to a new percept pc while it was still inside the box. The implanted activa pc was able to be connected initially; however, attempts to connect to the new percept pc battery failed, including after opening the box, replacing the battery in the clinician communicator, and connecting the clinician communicator to the tablet using a cable. A second percept pc was then tested and connected successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.